Manufacturer narrative:
(B)(4). One used IV tubing set was received for evaluation. Packaging returned with the set indicated the reported lot number (0061462911). Upon visual observation, the wheel of the roller clamp housing was observed to be out of its track. The tubing at the area of the roller clamp was measured according to the blueprint specification, and all measured dimensions on the tubing were within acceptable tolerance. In addition, the tubing durometer (hardness) was tested along three different areas of the tube, and was found to be within specification. The sample and all available information was forwarded to the device manufacturer of the roller clamp. The manufacturer dimensionally verified the wheel and roller clamp body and all measured dimensions were found to be within specification. An air pressure test was then performed with the roller clamp closed. There were no leakages observed; the roller clamp functioned properly. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the roller clamp is not clamping completely. The roller clamp is closed, but the set still leaks. This set leaked in the set-up pre-op room prior to being connected to a patient.